Event description:
Implant was brought in for surgery was a spinal cord lead. It was implanted and began shredding plastic into the wound. Surgeon observed and extracted lead and plastic. FDA safety report ID# (B)(4)..